Event description:
A pt reported blood glucose results of "160 mg/dl and 216 mg/dl" with a lifescan meter, performed between 11-20 minutes of each other. Thereby indicating a potential malfunction of the meter in terms of precision. The meter, test strips, and control solution were replaced.